Event description:
The complainant had placed an impella rp flex for a patient admitted with complex underlying conditions of pulmonary embolism, quadriplegia, hypoxia, pulseless electrical activity arrest, and a cardiac arrest. The team placed the impella rp flex over the right ventricular assist device. The team noted that the pump had a malfunction in that the tuohy would not lock to prevent pump malpositioning. The pump remains on for support despite the locking malfunction. The pump has been sutured to prevent malpositioning. The decision was made to explant the pump two days later. The team was happy with the outcome and the patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.